Event description:
It was reported that 1 smallbore 6 inch ext vlv from an unspecified lot: (B)(4) sets from lot: 20125926, and (B)(4) sets from lot: 20126090 wouldn't flush due to fluid blockage/occlusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are having trouble with them not flushing."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that they are having trouble with them not flushing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model: 20039e, lot number: 20125926 and 20126090 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#: 1998036 was initiated. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of fluid issues - fluid blockage with lot#: 20125926 regarding item#: 20039e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of fluid issues - fluid blockage with lot#: 20126090 regarding item#: 20039e.

Event description:
It was reported that 1 smallbore 6 inch ext vlv from an unspecified lot, 39 sets from lot 20125926, and 48 sets from lot 20126090 wouldn't flush due to fluid blockage/occlusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are having trouble with them not flushing."

Manufacturer narrative:
Correction: the customer reported multiple lot numbers. The following fields have been updated: b.5. Describe event or problem: it was reported that 1 smallbore 6 inch ext vlv from an unspecified lot, 39 sets from lot 20125926, and 48 sets from lot 20126090 wouldn't flush due to fluid blockage/occlusion. This complaint was created to capture the 1st of 2 related incidents. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 20125926. D.4. Medical device expiration date: 2023-12-10. H.4. Device manufacture date: 2020-12-07. D.4. Medical device lot #: 20126090. D.4. Medical device expiration date: 2023-12-18. H.4. Device manufacture date: 2020-12-09.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv wouldn't flush due to fluid blockage/occlusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are having trouble with them not flushing."